Event description:
Healthcare professional reported "capsular contracture baker grade IV". Patient later reported that "the device lower". Later, healthcare professional reported "slight capsular contracture, baker grade unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-06249. Clarification b3: the patient provided a date of occurrence as a while after implant surgery. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown (on (B)(6) 2020 capsular contracture grade IV was reported. On (B)(6) 2025 "slight" capsular contracture, baker grade unknown was reported).